Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of weeks after implant prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number:(B)(6). Batch/lot number: 7073432. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7074018. Model/catalog description: wlinear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing severe pain. The leads was protruding out of his neck with pus which was determined to be infected. The patient was given antibiotics. The patient underwent spinal cord stimulation (scs) explant procedure. Leads and battery were both disposed of by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of weeks after implant prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wlinear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Sc-1232 (sn (B)(6)). Sc-2218-70 (sn (B)(6)). Sc-2218-70 (sn (B)(6)). Investigation result: the device was not returned to boston scientific for analysis. Review of the photographic evidence provided from the field was performed; however, the image did not provide any relevant information to support or further evaluate the reported issue. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. Labeling review: a labeling review did not reveal any anomalies as it states: possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing severe pain. The leads was protruding out of his neck with pus which was determined to be infected. The patient was given antibiotics. The patient underwent spinal cord stimulation (scs) explant procedure. Leads and battery were both disposed of by the facility.